Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: guide wire tip remains in pt anatomy. Device issue: guide wire separation. It was reported that a portion of the guide wire tip remained wedged in the right coronary, and fixed in the anatomic wall. No add'l info is available. No pts effects have been reported.

Manufacturer narrative:
Results and conclusions summation - from the provided info and no return of the product, product performance engineering could not identify the situation and cause of the event. However, it is presumed that distal section of the guide wire might be trapped by lesion or the subintima of vessel, and that removal manipulation might have resulted to apply some force exceeding the product performance, so that the distal section (length unk) was broken and fixed in the vessel wall.